Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needles were popping off prematurely, the suture was curling up and having more memory then normal. This has happened multiple times with this lot number.